Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text: device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. Customer was able to remove the o-ring and load a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.